Event description:
According to the initial information received, a 11mm amplatzer septal occluder (aso) was selected to close a secundum-type atrial septal defect based on balloon sizing. Using an 8f amplatzer torqvue 45 delivery system (dtv45), the 11mm aso was deployed but the size did not fit the defect. A new 13mm aso was prepared and was implanted successfully but a tee revealed that the left atrial (la) disc of the 13mm aso partially touched and pushed the aorta. The 13mm aso was retrieved by using a 10f dtv45 and a snare catheter.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided.